Event description:
It was reported that the patient presented in the emergency room. It was discovered that the implantable cardioverter-defibrillator (ICD) was in backup mode. Programming changes were made. The patient was in stable condition and was discharged.